Event description:
During open heart surgery, the perfusionist noticed blood on the outside of the cardioplegia unit. Blood loss was minimal. No intervention or additional patient treatment was required. Patient was reported to be unaffected.